Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of approximately 300 mg/dl for about 90 minutes, and the ilet pump generated a high glucose alarm as designed to prompt corrective action. Symptoms included elevated blood glucose. Outcomes included no reported injury, no occlusion alerts, and no need for medical intervention or hospitalization. Investigation included user education and troubleshooting offered by support regarding the purpose of the high glucose alarm; the caregiver declined further troubleshooting beyond the alarm explanation. Investigation of this case revealed no device malfunction reported and no occlusion or other pump issues identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.